Manufacturer narrative:
A siemens healthcare diagnostics field service engineer was at the customer site performing the initial system installation at the time of the event. The fse noted that the unit was unpacked prior to his arrival and that some hold-down screws were stripped out. The uninterruptible power source was replaced with a new unit. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Smoke and sparks were reported emanating from the back of the uninterruptible power supply associated with the dimension vista 500 system. The on-site technician attempted to power up the system and observed the reported smoke and sparks. The unit was disconnected from the laboratory power source. There are no reports of any physical damage or injuries to any personnel.